Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the abdomen and hips on (B)(6) 2014 using coolmax and coolcore applicators, and on (B)(6) 2014 using a coolcurve+ applicator. She was retreated on (B)(6) 2014 using coolcurve+ and coolcore applicators, and on (B)(6) 2014 using coolcurve+ and coolcore applicators. It is unknown which location the applicators were used and which locations were treated on which dates. The patient developed paradoxical hyperplasia (pah/ph) to the abdomen and hips after treatment.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. Continuation of section h.9 - z-1347-2022.

Event description:
Allergan aesthetics received a report of a female patient treated with coolsculpting to the abdomen and hips on (B)(6) 2014 using coolmax and coolcore applicators, and on (B)(6) 2014 using a coolcurve+ applicator. She was retreated on (B)(6) 2014 using coolcurve+ and coolcore applicators, and on (B)(6) 2014 using coolcurve+ and coolcore applicators. It is unknown which location the applicators were used and which locations were treated on which dates. The patient developed paradoxical hyperplasia (pah/ph) to the abdomen and hips after treatment.